Manufacturer narrative:
(B)(4): physio- control is anticipating the device return to the manufacturing facility for evaluation and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56

Event description:
It was reported that the device was non-functional and it had displayed all three(charge- pak, attention and wrench) icons. There was no report of patient use associated with the event.